Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) not recognizing full pump of helium. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, component codes and investigation conclusions, h11. The getinge field service engineer (fse) that encountered the issue found torn o-ring. So the fse replaced the o-ring. Special seal changed out of caution. Leak issue resolved. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.